Event description:
On (B)(6) 2009, the pt reported that she received an e1 (cartridge empty) error on her insulin infusion device but did not receive the a1 (cartridge low) alert. She cleared the error, completed the change the cartridge process and successfully primed the device without error. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.